Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had an unspecified cartridge issue. The customer's blood glucose (bg) level ranged between 700 to 800 mg/dl. A cartridge change was performed to address the elevated bg issue. Recommendation was made to consult with a healthcare provider regarding diabetes management.